Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4076-52 lead implanted (B)(6) 2011; 4076-45 lead implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that one day after the implant procedure, the patient experienced phrenic nerve and diaphragmatic stimulation due to the left ventricular lead. The lead was programmed off. No further patient complications have been reported as a result of this event.